Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. Immucor technical support used remote electronic access method to assess instrument test well images on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo on (B)(6) 2014.